Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance varies from 500 to 1400 ohms and that the short interval counter had measured 446 since (B)(6)2009. The device is still in use. No patient complications have been reported as a result of this event.